Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was used. During the procedure when the watchman laa closure device was recaptured during repositioning, the was catheter was observed to be kinked. The was and closure device were removed from the patient and the procedure was aborted. The patient could not tolerate the procedure any longer. No injury or patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a watchman access system (was) with the dilator in the sheath. The hub, sheath, and tip were visually and microscopically inspected. The sheath was kinked 5cm proximal to the tip. Additional sheath kinks occurred at 11, 12, and 14.5cm distal of the strain relief. Product analysis confirmed the reported event.

Event description:
It was reported that a sheath catheter kink occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) double curve was used. During the procedure when the watchman laa closure device was recaptured during repositioning, the was catheter was observed to be kinked. The was and closure device were removed from the patient and the procedure was aborted. The patient could not tolerate the procedure any longer. No injury or patient complications were noted.